Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experience high blood glucose level was 500 mg/dl. The customer also reported that the alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer was treated with manual injection and insulin pump. The device will not be returned for analysis.